Event description:
It was reported that during an arthroscopic labral reconstruction surgery one of the tip's of the pushlocker anchors ar-2324pslc (lot: 15136825) and ar-1923ps (lot: 15236451 & 15151614) broke and became embedded in patients shoulder. Surgeon checked from another portal and attempted to retrieve the broken off part using a grasper which was not possible and there was a greater risk to remove the tip. The fragment remained in side the patient. No further in formation was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: d2a. Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or excessive force during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.